Event description:
Filter migrated 1 hour after placement. The dr was able to place the femoral filter to the targeted location successfully. The angiogram didn't reveal any clots prior to placement, however, anatomy was not normal. The pt expired on 9/8/97, unrelated to the placement of the ivc filter.